Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. The consumer mentioned that they discarded the broken brush head; therefore, unable to proceed with product investigation.

Event description:
Metal pin ended up in mouth and the brush came off [device breakage]. No adverse event [no adverse event]. Case description:a consumer reported that while using an oral-b rechargeable toothbrush, version unknown, a metal pin ended up in their mouth and the oral-b flexisoft brushhead came off. No symptoms developed.